Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 800 synchron system generated erroneous sodium results. Customer reported the erroneous results were reported out of the laboratory. Customer reported the erroneous results were corrected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) evaluated the instrument, but found no issues. The fse performed ion selective electrode module preventive maintenance.